Event description:
A call was received through technical services, reporting a power on reset occurred. Review of device data verified that two pors (power on reset) had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating that testing during the procedure found a higher than normal current between two conductors in the lead. This indicated an insulation breach and the lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. A call was received through technical services, reporting a power on reset occurred. Review of device data verified that two pors (power on reset) had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating that testing during the procedure found a higher than normal current between two conductors in the lead. This indicated an insulation breach and the lead was replaced. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device operated according to specifications charge, failure to.